Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was showing failed hardware / disconnected mode / critical override. A field service engineer disconnected the network cable and checked for damage. None were found. A field service engineer connected the device to a different port on the hospital side and the device was connected, but the critical override icon stayed on the screen. A technical support specialist dialed into the device and found no critical override notice. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, lm2north_nsy showed failed hardware / disconnected mode / critical override. The customer stated that the device was indicating an offline status in the remote support service. The customer stated that there was a delay in dispensing medication to the patient. The customer mentioned that if medication is needed for the patient, it could be obtained from another station. There were no adverse events or injuries reported based on this event.